Manufacturer narrative:
The device involved in this complaint was returned to cirl for evaluation. The complaint was confirmed as the stent was broken into three places. The first breakage was at the duodenal end where the stent was broken (torn off) at the flap. The second breakage was approx. 1 cm below the first breakage. The breakage was clean cut and was as results of the forceps and snare used to retrieve the stent. The third breakage on the stent was as a result of where the snare grabbed the stent the root cause of this complaint cannot be conclusively determined, as the anatomy of the patient is unknown or use conditions. A possible root cause of this complaint could be the stent was left in dwelling in the patient for 6 months without periodic evaluation but this could not be confirmed. The stent was placed in (B)(6) 2015 and the stent removal was on the (B)(6)- 2015. As per ifu0045-6 ¿the device should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended ¿ a second cause of this complaint could be excessive force being applied by snares and forceps on extraction of the device .evidence of excessive force are evident on the stent where it broke due to the force being applied .excessive force might have being applied by end user due to the tortuous anatomy of the patient but this could not be confirmed. As per instructions for use, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. Instructions for use also states, ¿gently ensure full extension of all side flaps.¿ the lot number of the stent was not provided by the customer so a review of manufacturing records was not conducted. As per cirl internal procedure there is 100% inspection on stents for kinks and a check that the appropriate size wire guide moves freely when inserted into both ends of the stent. There is also a visual inspection of the product and packaging at packaging, packaging qc and post sterile qc. Prior to distribution, all clbs-10-18 devices are subjected to 100% inspection to ensure device integrity. These inspections are outlined in internal procedures in place at cirl. The patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During the removal and exchange of the clbs plastic stent, the stent broke in three parts. The fractured pieces of the stent were retrieved from the patient using a forceps and snare.